Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the patient's pacemaker in backup mode. Programming changes were made to resolve the issue and the patient was in stable condition.